Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Reportedly, the customer was hospitalized due to the issue. The customer declined to provide further information regarding the event.